Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. After leaving the hospital on (B)(6) 2011, the customer went back on the insulin pump, and experienced high blood glucose levels again. The customer's husband took the customer back to the hospital on the morning of (B)(6) 2011. The customer was vomiting and felt very poorly. The customer did not attempt an infusion set change to solve the issue. Troubleshooting was not possible as the caller did not know what the customer's settings should be, and the insulin pump was out of insulin. Advised the caller to check the settings with the customer's health care professional and called back to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.